Event description:
Revision due to loosening of femoral stem, also removed but not due to failure; srom proximal sleeve, cat# 521403, lot # sb104328 and srom ceramic femoral head cat# 560028, lot# 104119.